Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the pcb was corroded. The device was dirty and corroded inside the heater. Additionally the tank cover was cracked and the enclosure showed normal wear and tear. The pump was noisy and the power switch was old. The reported event was caused by a substance or moisture getting into the device.

Event description:
It was reported that there was corrosion on the main circuit board. No patient involvement or injury was reported.